Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction information. D4: device identification - correction . G1: manufacturing site - correction. H2: type of follow up - correction. H4: device mfg date - correction. H6: type of investigation - correction: remove code 4119 from initial MDR.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "early sensor expiration" occurred. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).